Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/5/2023 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned devices. The returned samples determined that two detached needles that pertain to product code z494. In order to evaluate the condition of the returned samples, it was observed that one of the needles was broken at the swage area. In the other needle, no anomalies or issues related to the breakage needle or bending needle could be observed. In addition, the broken needle will be shipped to hsa for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumpectomy procedure on (B)(6) 2023 and suture was used. During use on the patient it was noted that the needle broke. The needle was bent at the first stitch on dermis, and broken at the second stitch. The suture method was interrupted suture. 2nd package from another box was opened and there was no problem. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch shmasc, batch sjmmea. A manufacturing record evaluation was performed for the finished device shmasc / z494g batch number, and no non-conformances were identified. Expiration date: jun/30/2027 date of mfg.: jul/5/2022. A manufacturing record evaluation was performed for the finished device sjmmea / z494g batch number, and no non-conformances were identified. Expiration date: jul/31/2027 date of mfg.: aug/19/2022. Additional information was requested, the following was obtained: could you please clarify what is the correct lot number (sjmmea or shmasc? Either but unclear. Device return follow up. We regularly contact with sales rep about the device returning. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/9/2023 additional information: d9, h3, h6 h3 investigational summary: the product received for analysis was identified as product code z494g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fractured surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidentally to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.